Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection discovered the sliding leg had been warped and bent. During functional evaluation the unit passed testing and no slippage occurred. The complaint was confirmed.

Event description:
Before an acl reconstruction while the patient was under general anesthesia, it was reported that the t-max assembly slipped off bed rails causing the patient to fall to the floor. While placing the bolster pad under the patient the t-max and patient began to slip off of the bed. The patient landed on the floor as the staff was not able to support the patient¿s weight. The patient underwent an x-ray of the neck area while still anesthetized. No injury was found upon reviewing the film. The patient was awakened and sent home. The procedure was re-scheduled for one week later. It was completed and patient is recovering as normal.